Event description:
The 3.5 x 18 cypher stent was inserted into the 6f guiding catheter and the physician was unable to deploy the stent. Physician then removed the delivery system and the stent was intact, but, the shaft was broken. There was no reported patient injury.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.